Manufacturer narrative:
The information provided by the reporter does not confirm or deny the prodisc c device caused or contributed to the need for surgical intervention. There was no indication of a device malfunction. Patient symptoms or conditions leading to the removal are unknown. The prodisc c device was implanted adjacent to a 3-level fusion at the inferior levels. This construct is cautioned against in the prodisc c us surgical technique guide. DHR review could not be completed as no part or lot number could be identified. The risk assessment for this complaint identified the risks associated with this complaint. No new risks were identified based on the investigation. Device evaluation could not be completed as the patient requested to keep the device. The investigation could not determine a possible cause for this adverse event and/or the reason the prodisc c device was explanted.

Event description:
A patient underwent a surgical intervention to explant an unknown prodisc c implant. There was no indication by the surgeon whether the patient was suffering from any symptoms or complications leading to the decision to explant the device. There was no indication of a device malfunction. The patient had a 3-level fusion construct in the 3 inferior levels below the prodisc c device. The prodisc c device was replaced with a fusion using an unknown device along with the adjacent level superior to the prodisc c level. Exact vertebral levels were not provided.